Event description:
A customer reported an issue with the t: slim x2 pump, as its battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to reset the pump, which restored the battery to 100%. They also recommended the customer update the software to version 7.9.0.1.